Event description:
Additional information received indicates the patient had both leads explanted and replaced to address the impedance issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04354. It was reported the patient's pain was returning. Diagnostics show the patient has high impedances on both leads. Troubleshooting was unable to resolve the issue. Surgical intervention may be taken in the future to address the issue.